Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. A longitudinally aligned split was observed between the 6cm and 7cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the red-luered and grey-luered lumens to be patent to infusion and aspiration with no observed leaks. An attempt to flush the white-luered lumen confirmed a spraying leak emanating from the site of the aforementioned split. The lumen was fully occluded by blood products distal of the split. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed it to be vaguely c-shaped. The fracture surface exhibited a granular texture, with the coarseness of the granularity increasing toward the center of the split. Material discoloration was observed in the vicinity of the split. The split characteristics, material discoloration and tensile weakness were consistent with burst damage secondary to over-pressurization. The complete blood product occlusion suggested that attempted infusion of an occluded catheter may have contributed to the observed damage. Attempted power injection through a non-power injectable lumen can also contribute to burst damage. The product IFU states ¿warning: use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ and ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ a lot history review (lhr) of recn1478 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leakage of liquid by the insertion site, the catheter was removed. It was stated once removed a longitudinal rupture at level of 7cm, of the white route was noted.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recn1478 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was leakage of liquid by the insertion site, the catheter was removed. It was stated once removed a longitudinal rupture at level of 7cm, of the white route was noted.